Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer's blood glucose was 300 mg/dl to 500 mg/dl. Therapy sales specialist had visited the customer and checked on the device. Customer wanted the device replaced. Customer agreed to return the device for analysis.